Event description:
Customer reported a set leaked at the upper fitment. Customer also stated that it looks like it leaked where the silicone tubing connects to the fitment. There was no report of harm to the pt and no report of medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A f/u report will be submitted should the device be received for eval.